Event description:
It was reported that the patient received inappropriate anti tachycardia pacing and hv therapy due to atrial fibrillation with rapid ventricular response (rvr). The device was reprogrammed. The patient was in stable condition.